Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet after initiation, and the user was advised to toggle the ilet cgm selection between g6 and g7 and re-enter the sensor code, then allow additional time for pairing. Symptoms included no adverse physiological effects and no changes in glucose levels. Outcomes included no alerts or alarms, no medical intervention, and no impact on daily activities. Investigation included remote troubleshooting and user education on correct pairing procedures. Investigation of this case revealed that the device did not connect to the cgm as expected due to pairing delay, with no evidence of hardware malfunction of the ilet or sensor. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors associated with pairing workflow.